Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's order was duplicated on the server following processing issues. The errors matched those outlined in ka 000016925. Order number 627100155 for mrn (B)(6) was duplicated on the pyxis server. The order was later discontinued, but only one instance of the order on the server had been discontinued. There were no adverse events or injuries reported based on this event.